Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed low battery. She changed the battery and then received a low reservoir alarm but the reservoir was half filled. The insulin pump then alarmed button error. She was unable to clear the alarm. Customer's blood glucose level was 113 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The passed the displacement, rewind and basic occlusion tests. No unexpected low reservoir alarms noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.